Event description:
This event was captured on review of the article, predicting the learning curve and failures of total percutaneous endovascular aortic aneurysm repair. It was reported that a single center retrospective study identified a total of 99 patients who underwent pevar (percutaneous endovascular aneurysm repair) over a 30 month period starting in march of 2009. Of the 99 patients there were 18 percutaneous closure failures. The device failures were reported as: suture partially pulling through the arteriotomy, inability to push the knot all the way down to the level of the artery. Closure devices used were proglide and prostar. Clinical outcomes were as follows: 16 cases- intraoperative conversion to fc-evar (femoral cut down-endovascular aneurysm repair) to achieve hemostasis. Sixteen cases- intraoperative conversion to fc-evar (femoral cut down-endovascular aneurysm repair) to achieve hemostasis. In fc-evar cases a sheath and sometimes an occlusive balloon were used to achieve hemostasis while femoral exposure was performed. Two cases- small bovine patch to repair femoral artery; 2 of the 18 had postoperative complications: 1- thrombosis one day postoperative, required thrombectomy and patch angioplasty; 1- open repair for pseudoaneurysm on second day postoperative. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence is entered as date of publication- (B)(6) 2013. The article indicates the procedures were performed between 2009 to 2011. It is indicated that the devices were discarded and will not be returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The prostar devices referenced are being filed a separate medwatch MFR number. Predicting the learning curve and failures of total percutaneous endovascular aortic aneurysm repair. Journal of vascular surgery. Volume 57, number 1, january 2013. Carlos f. Bechara, md, ms, neal r. Barshes, md, mph, george pisimisis md, huiting chen, md, taemee pak, bs, peter h. Lin, md, and panagiotis kougias, md.